Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged. The physician made several attempts to reposition the lead, but experienced placement difficulty. The rv lead was then explanted and replaced. No patient complications have been reported as a result of this event.